Event description:
Sientra silicone breast implants silimed 10721-525mp #5859796 and #5891746 were placed (B)(6) 2018, and then I started experiencing pain (B)(6) 2019 that just kept getting worse. It started in the left breast, and then both of them became sensitive to being palpation or any bouncy movement like jogging (left once much worse). The plastic surgeon who placed it was more concerned that they visually looked good, just starting to "sit lower." I was in way too much pain (couldn't even pull my car door shut and starting to affect me at work) so got a second opinion from another plastic surgeon. She suspected that my implants had "bottomed out" so I explanted. After explant dr. (B)(6) said both implants were bottomed out, they had level ii/iii capsular contracture, and my left pectoral muscle was torn. I have had documented new ent issues arising after implants. Constant year round pressure in my eustachian tubes, maxillary and frontal sinuses with ear infections and sinus infections popping up. Congestion in my sinuses with constant phlegm buildup. Post nasal drip, leading to a raw/sore throat and episodes of difficulty swallowing. Easily winded/shortness of breath. Persistent dry cough. Heavy pressure on chest/not able to take a deep breath, puffy eyelids that felt heavy. Dry/itchy eyes that were yellowish/with red marks. Blurred/decline in vision. General edema. Joint pain in neck, shoulders, knees. These all have improved since explant. I have not used cough drops or my moisturizing eyedrops once since surgery, and all the other things listed above are gone. Adrenal fatigue "brain fog." Exercise intolerance/slow muscle recovery time. Restless legs at night. Metallic taste in mouth. Metallic smelling body odor/waste. These things listed above are getting noticeably better but still present. Sudden alcohol intolerance building over the last 2yrs. My nails are still brittle, but they are growing like crazy now. I have been treated for a fungal infection. Cold intolerance. I haven't had a raynaud's episode since, but it is getting warmer out. Started in winter 2020. Folate deficiency. FDA safety report ID # (B)(4).